Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that he was unable to duplicate the reported failure. However, the stm reported that said error code was observed in the diagnostic fault logs. To rectify this issue, the stm replaced the datasette assembly per datasette field corrective action as per service bulletin. The iabp passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
The customer stated that during service test, the cs100 intra-aortic balloon pump (iabp) powered up with an electrical code# 42 several times. After numerous power up attempts, the cs100 iabp powered up normally. The iabp is no longer supported by getinge, but a service visit will be done to complete the datasette field action that should address electrical test code #42 datasette issue. There was no patient involvement, and no adverse event was reported.